Event description:
The customer reported a message came on screen and the table would not move. The system was rebooted and the table began to operate as intended.

Manufacturer narrative:
(B) (4). The ge service rep replaced the table hand controller. He loaded (B) (4) software, then erased and reloaded the flash memory and calibrations. A communications error appeared after replacing the motron board and tgi board. He reordered both boards and cable, then replaced the tgi board. The system operates as intended.